Event description:
Pt reported, the insulin delivery of the infusion device is too low and the infusion device does not correctly provide e4 occlusion errors. This has resulted in elevated blood glucose of up to 23 mmol/l (414 mg/dl). The cartridge has been in use for 3-4 days and is still 1/2 full. Pt reported there is more insulin than there should be. Blood glucose was 20 mmol/l (360 mg/dl) on (B)(6) 2012 at 7:00am. She felt sick and threw up and delivered insulin via the infusion device and syringe. Blood glucose was 23 mmol/l (414 mg/dl) on (B)(6) 2012 at 6:00am, and she delivered insulin and then stopped the infusion device. Pt did not have an infection or start new medication, and her normal blood glucose level is 6 mmol/l (108mg/dl). The infusion device was no exposed to water or electromagnetic fields. The infusion device was replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.